Event description:
It was reported that prior to a device changeout procedure, low impedance and noise was observed on the atrial lead. An insulation anomaly was also noted. No patient symptoms were reported. The lead was capped and replaced. The patient was noted to be stable following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.